Event description:
It was reported that the implantable monitor device was possibly undersensing during a symptomatic event. Patient experienced several other bradycardic events recorded. The nurse stated that the device will be reprogrammed. It was additionally reported that the device was explanted. No patient complications were reported as a result of this event.

Event description:
It was reported that the implantable monitor device was possibly undersensing during a symptomatic event. Patient experienced several other bradicardic events recorded. The nurse stated that the device will be reprogrammed. It was additionally reported that the device was explanted. It was further reported by the clinic that the loop recorder was removed at the patient's request. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the implantable monitor device was possibly undersensing during a symptomatic event. Patient experienced several other bradycardiac events recorded. The nurse stated that the device will be reprogrammed. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.